Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient had hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent mesh removal surgery on (B)(6) 2012 and mesh was also implanted due to incarcerated recurrent ventral hernia. No additional information provided.